Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/16/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure.